Manufacturer narrative:
(B)(4). A batch review and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported leakage with a vented paclitaxel access set. According to the report, the reporter found the leak at the filter area. No visible crack was seen at the filter area. This observation was made during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During flow testing it was identified that the set was leaking at the junction of the filter to the tubing. The cause of the condition was not determined. A CAPA has been opened to address this issue and awareness training was conducted. Should additional relevant information become available, a supplemental report will be submitted.